Event description:
Implant did not integrate. One person affected.

Manufacturer narrative:
The medical history was received and evaluated. Infection is the probable cause of failure. The pt's smoking is a contributing factor. Smoking is a known contraindication for dental implants.